Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device implanted, experienced recurring incontinence. An intraoperative cystoscopy revealed there was inadequate coaptation of the urethra by the device. The physician tested the balloon and found there was a reduction in the amount of fluid and there was inadequate pressure provided by the balloon. The aus balloon was replaced. There were no further patient complications.